Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of not pacing or sensing and attributed it to the interconnect flex being out of specification in an electrical manner. It was additionally noted that the upper case and one side bail cover were broken and that the lower case, heart wire block, battery drawer, one side bail cover and the ring cover were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was not working, that it was not pacing or sensing. The generator has been returned for service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.